Event description:
It was reported that an asymptomatic patient presented in the operating room for device change out due to normal eri. Eternalized conductors and high lead impedance were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were found at 11.5-12.0cm, 13.8-14.0cm and 14.0-14.1cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasions were found at 7.4-8.6cm and 9.1-9.7cm from the distal tip, consistent with lead friction to another device. One rv conductor was fractured at 7.4-8.6cm. Externalized conductors due to internal insulation abrasion were found at 14.7-16.7cm from the distal tip. Another internal insulation abrasion was found at 16.7-16.8cm from the distal tip. The etfe coating was intact at these locations.